Event description:
The complaint is reported as: md was using in a case and the micro-puncture wire frayed leaving a piece in the patient. Md was able to retrieve the wire. Md grasped and pulled the wire piece through the micropuncture. No patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: md was using in a case and the micro-puncture wire frayed leaving a piece in the patient. Md was able to retrieve the wire. Md grasped and pulled the wire piece through the micropuncture. No patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4) the customer returned one defective guide wire separated into two pieces for analysis. No definite signs of use were observed. Visual analysis revealed that the guide wire had become unraveled and separated from the distal end. The coil wire separated from the distal end into two pieces. Microscopic examination revealed that the core wire separated adjacent to the distal weld, and that the distal weld was still present and intact on the separated coil wire. The total length of the returned core wire measured to be 450mm which is not within the specification limits of 449 - 451 mm per the guide wire graphic, therefore no pieces of the core wire appear to be missing. The guide wire outer diameter measured .01806" which is within the specification limits of .0175"-.0185" per the swg graphic. Functional inspection could not be performed due to the severity of the damage observed. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report that the guide wire was separated during use was confirmed through examination of the returned sample. The guide wire was observed to be unraveled and separated from the distal end. A device history record review was performed based on the lot number of the sample received, and no relevant findings were identified. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the condition of the guide wire and the report that the damage was observed during treatment, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.